Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise. Technical services (ts) analyzed device data and found oversensing of noise and impedance variation. Ts recommended emergent device replacement. It was noted that a chest x-ray was performed but was inconclusive. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD device was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD) at the discretion of the physician. This electrode was surgically banded. The physician suspected a possible electrode fracture due to the patient gaining weight. It was noted that this might have put pressure on the electrode and caused possible under insertion due to a lack of slack. Noise had been reproduced with pocket manipulations prior to explant. It was also noted that cine magnetic resonance imaging (MRI) was performed but was unremarkable. No additional adverse patient effects were reported.